Event description:
Information received indicates the brake on the bed will not release intermittently.

Manufacturer narrative:
The technician found the right head caster screw was disconnected, causing the brakes to stay engaged even when the brake pedal was disengaged. This compromised the rest of the casters due to dragging the casters. He replaced the brake and steer caster to repair the bed.